Event description:
Reporter alleged using two meters and results were 279 mg/dl on one and the other was 223 mg/dl. It was reported customer was unsure which device was used at the time due to alternating meters when treating. Reporter stated glucose was 174 mg/dl at 9 pm so dosed 22 units of insulin, 228 mg/dl at 12:30 am so dosed 5 units of insulin, and then at 5:30 am glucose was 29 mg/dl. Reporter indicated not having any high or low blood glucose symptoms however did not feel normal. No other info was provided on treatment for lower glucose result. A request was made for the return of the suspect device and replacement product was sent.